Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An interrogation of the device confirmed that the device was in boot core with three power on resets in addition to several fault codes where memory was noted to have been automatically corrected. A telemetry reset was performed and the device then had full telemetry. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Detailed analysis confirmed the reported clinical observations, however, the cause of the power on resets was unable to be determined.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the clinic with report of receiving shock therapy. Interrogation of the device with a programmer revealed several error codes and revealed that the device was in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.